Event description:
During an endoscopic hernia repair, a metal piece on the distal end of the staple device fell off. No one would have realized this had happened if it weren't for the fact that it was visualized on the tv monitor during the procedure. The piece was removed in its entirety through the scope during the surgery.